Event description:
It was reported that noise resulting in oversensing was observed on the right atrial (ra) lead. The ra lead was capped and replaced to resolve the event and the patient was in stable condition. Additionally, clavicular crush related ra lead damage was observed during the revision procedure.